Manufacturer narrative:
On 24-oct-2025, the user reported that the system displayed glucose values that differed from glucometer measurements. The case was escalated to the next level of support for additional review. A review of available system data identified variability in glucose readings and performance concerns. The user was instructed to perform a sensor re-link to clear the calibration history, and the system was monitored over the following days; however, the reported concerns persisted. Based on the escalation analysis, a sensor replacement was approved, and an RMA was issued for return of the device for further investigation. The sensor was not returned to senseonics by the time of complaint closure. Review of system records indicated that the user had not used the system since 22-nov-2025. Following the re-link performed on 08-nov-2025, the system continued to show occasional variability with discrepancies between sensor glucose and blood glucose values. A review of available in-vivo system performance data did not reveal any definitive anomalies. The root cause for the reported inaccuracies could not be determined. As the user declined re-insertion, the RMA was issued solely for return of the sensor. B4.date of this report 21 jan 2026. . G3.date received by the manufacturer? 21 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121,4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.